Event description:
Customer received result of 6.0 mmol/l on the aviva nano system and a result of 2.1 mmol/l on a professional meter within 10 minutes. The customer reported low blood glucose symptoms with these results. She self-treated with glucose tablets and her symptoms improved. No adverse event reported. Requested return of suspect device, however the customer has discarded the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.